Event description:
It was reported that this right atrial (ra) lead was explanted due to being damaged during rv lead extraction. A new ra lead with a different model was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found anomalies. Laboratory testing was able to reproduce the reported clinical observations and detailed analysis revealed abnormalities. Analysis finding of induced damage (melted outer insulation) is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this right atrial (ra) lead was explanted due to being damaged during rv lead extraction. A new ra lead with a different model was implanted successfully. No additional adverse patient effects were reported.